Event description:
Patient history: implanted pacemaker. It was reported that during a concomitant pulse field ablation (pfa) and watchman implantation procedure using a faradrive sheath a clot may have been transported by the sheath inside the patient's body and the pfa portion of the procedure was cancelled. After transseptal access was achieved using the faradrive and veracross access system a 'clot' was noted to be in the left atrium 'hugging the aorta'. The patient had been fully heparinized prior to the transseptal puncture, and the act reading was 354. After noticing the 'clot' the physician attempted to use the faradrive sheath to aspirate it of the patient but was unsuccessful and the physician was no longer sure if the object was a clot or a foreign body. All devices were moved from the left atrium and transesophageal echocardiography was used to observe the object. At this time the structure moved towards the left atrial appendage and the physician, as well as a physician providing a second opinion, determined that the most likely situation was that the structure was a clot that the faradrive sheath may have 'grabbed off one of the pacemaker leading on the right side and that's how it was brought over to the la'. At this time the pfa portion of the procedure was cancelled. The watchman left atrial appendage closure procedure was still performed as the physician used the watchman device to trap the clot in the left atrial appendage and seal it behind the device. No further patient complications were reported. The patient has been discharged. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.